Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer's reference number: 2017865-2021-27151. Related manufacturer's reference number: 2017865-2021-27153. It was reported that the patient presented in clinic with fever. The patient system had signs of pocket erosion and infection. The leads were protruding through the skin. It was believed that the infection may have been due to the erosion. The physician could not confirm if the erosion was the cause of the infection. The physician opted for a full system explant. The patient was in stable condition.